Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The event was manifested by turbid effluent. The day after the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) via continuous ambulatory peritoneal dialysis for peritonitis. Physioneal 2.5% therapy remained ongoing. Two days after admission, the patient was discharged from the hospital. At the time of this report, the patient is recovering. No additional information is available.